Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient's stimulator is not helping and it turned off. The patient wants it removed, but they were told their bones would have to be chiseled in order to explant the device. The patient reported that they experienced soreness and that stimulation was not helping her pain, indicating the implant surgery was not fun. The patient cannot lay on their back and the last time they were programmed, stimulation was very strong and was irritating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.